Event description:
Caller states that the patient tested hi on the device and a lab drawn immediately read 149 mg/dl. A repeat test done on an additional device read 149mg/dl at the same time. No treatment information provided. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.